Event description:
It was reported that the patient underwent a pocket revision procedure wherein the physician sutured the ipg into the existing pocket. No device malfunction was suspected. The patients ipg remains implanted.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.